Manufacturer narrative:
The balloon catheter has been evaluated and confirmed the catheter inflated at approximately 7.2 cm from the distal tip of the catheter. (B)(4)

Event description:
It was reported when the balloon was inflated, a segment of the catheter shaft proximal to the balloon assembly was also inflated. No patient injury reported.